Event description:
It was reported by a patient that they had a "greenlight laser prostate surgery performed on (B)(6) 2014. No apparent bacterial infection, but after 3 months I still suffer from pain when urinating (burning sensation), incomplete emptying of bladder, frequent and often urgent need to urinate, and a painful feeling when sitting a certain way - especially hard chairs". Reportedly, his "urologist says it may be calcium deposits on the affected area of prostate". This patient wanted further information. No additional information was reported.

Manufacturer narrative:
This patient reported via the ams on line product experience website. Details of the treating physician were not made available to ams.